Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument, and found a bent tip clamp in the reported problem area of the pipette assembly. Replaced the tip clamp position # 3 and inspected and cleaned all other tip clamps and sleeves. The instrument was cleaned, tested without further problem, and was returned to expected operation.